Event description:
It was reported, "pt reported squeaking. Chirping noise, worst during activity or busy days, more walking than climbing stairs, getting continually worse/louder/high pitched, less during cold weather, no accompanying pain (delighted with function) wrenching noise when bends over to pick something up."